Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A 44mm pinnacle acetabular grater head tore open when it contacted a retractor while reaming.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the report. The grater head is tore open near the center. The root cause has been attributed to wear out and user error. Provided information states the grater head tore open when it contacted a retractor while reaming. A search of the database found no additional reports against the provided product/lot combination. Review of the as400 found this lot was placed into distribution in (B)(6) of 2012. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.